Event description:
General report received of an unspecified number of undocumented incidents of the pumps delivered less than intended. On unspecified dates and times, the pumps were programmed to deliver unspecified chemotherapeutic agents at rates between 10ml/hr and 600ml/hr via soluset tubing sets and the deliveries started. Reportedly, the programmed vtbis (volume to be infused) correlated with the volumes of solution in the solusets. It is unk if the tubing sets were clamped proximal to the soluset during the deliveries. No further programming parameters were provided. Reportedly at the end of deliveries, the nurses noted unspecified volumes of solution remained in the solusets. During testing at the user facility, an unspecified number of devices passed testing. There were no reports of any adverse pt events while the pumps were in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.